Event description:
Home patient (hp) reported feeling full, as if she were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp called baxter operational support for assistance and placed the homechoice into a manual drain until full feeling was relieved. During the manual drain the hp removed 4,378ml of fluid, which is 2,178ml greater than her programmed fill volume of 2,200ml. Review of the device's alarm log by baxter operational support revealed "low drain volume" and "caution: negative uf" alarms had been bypassed during therapy. After completion of manual drain, the hp continued automated peritoneal dialysis therapy using the homechoice cycler. Follow-up with the healthcare professional (hcp) reveals there was no pt injury or medical intervention.